Event description:
Customer inquired via phone call what her sensitivity level was due to blood glucose being high. Customer's spouse was assisted in obtaining the information via wizard settings. Customer's blood glucose was 530 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.